Manufacturer narrative:
Cmp (B)(4). D10. G7 osseoti multihole 54mm item# 110010265 lot# 65334975. Bone screw self-tapping 6.5 mm dia. 35 mm length item# 00625006535 lot# j7302489. Bone screw self-tapping 6.5 mm dia. 30 mm length item# 00625006530 lot# j7306391. 36mm i.d. Size f high wall liner item# 20123606 lot# 65516813. Femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless item# 00786401320 lot# 65552119. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left total hip arthroplasty and subsequently, approximately 9 months post implantation, was diagnosed with trochanteric bursitis and received a left hip cortisone injection. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the patient had an initial left total hip arthroplasty and subsequently, approximately 9 months post implantation, was diagnosed with trochanteric bursitis and received a left hip cortisone injection. At 3 years post-op the patient continues to experience episodes of bursitis; all initial components remain implanted and further details have not been provided at this time. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h11.